Manufacturer narrative:
The returned lead was thoroughly analyzed. In the returned state, the lead was destroyed. A distal and a proximal lead fragment were returned for analysis. The medial fragment was not available for analysis. It was noted during the analysis of the lead fragments that the distal section of the lead distal of the rv shock electrode was completely surrounded by tissue. The lead was stiffened in this section due to the enveloping tissue and showed marked kinking between ring electrode and rv shock electrode. Here an insulation fracture could be detected. It was probably promoted by the tissue ingrowth and the excessive bending of the lead. The observed damage manifestation can with high probability be regarded the cause of the clinical complaint. The damage to the is-1 connector pin is probably a result of the explantation process. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - it was reported that oversensing and inappropriate shock deliveries occurred after an estimated implantation time of 65 months. No deterioration of the patient's state of health was reported. The lead was explanted, but no explant date was provided. It has been returned for analysis.